Event description:
The patient reports she had irritation and redness in her eyes. Eyes were sensitive to light. She was diagnosed with eye infection and was given drops. Follow up attempts have been made to contact the patient for ecp and treatment, with no reply to date.

Manufacturer narrative:
This report is related to (B)(4) 9614392-2011-00169. This report was originally entered with 2 lot numbers and it was determined on (B)(6) 2012 that a second complaint and MDR should be reported to capture the lot number. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.